Event description:
A report was received on 10 feb 2026 from the biomedical technician of a critical care patient of unspecified pathology, stating blood was observed leaking from the cartridge during a continuous renal replacement therapy (crrt) on (B)(6) 2026. Additional information was received on 12 feb 2026 from the biomedical technician and the nurse who stated the patient did not experience any symptoms or require medical intervention.

Manufacturer narrative:
The cartridge was discarded by the customer and not available for evaluation. All devices must meet quality requirements and manufacturing specifications prior to release. The instructions for use states "check the system for blood and fluid leaks during treatment, and pay close attention to the blood line and access connections." All treatments must be administered under a physician's prescription and performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician so that alarms and harmful conditions can be responded to promptly.